Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant medical products: w1dr01, implanted: (B)(6) 2019; 5076-58, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted for an unknown reason and returned to the manufacturer. The rv lead was analysed and tested out of specification. No patient complications have been reported as a result of this event.